Event description:
It was reported that there was a broken battery compartment. There was unknown patient involvement. Evaluation of the device found the pump recorded error code 42224 which pointed to a faulty pwa.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the pump was found to have a cracked battery compartment, and pump recorded error code 42224 that pointed to a faulty printed wiring assembly (pwa). The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the battery compartment and pwa.